Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing found that from a mechanical standpoint. The door open and close switch was faulty. Then that the imaging portion was faulty when a frame rate error appeared after repair of the door switch. After replacement of the door open/close switch and interface cable; the imaging system then passed the system checkout and was found to be fully functional. The door switch cable was not returned to the manufacturer for analysis. The interface cable was returned to the manufacturer for analysis. It was confirmed to have a broken locking tab, leading to a mechanical failure. This complaint is not related to the reported issue, rather a side effect noticed when testing the system. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system door was closed over the patient and appeared to close fully. The system stated that the door was open on the pendant. Initial troubleshooting included opening and reclosing the door. This did not resolve the issue. C-arms were brought in to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.